Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 11/3/2025, a sales representative reported via email that six ar-3636 knotless 1.8 fibertak anchors were not setting or shuttling appropriately. Additionally, the blue sutures on two of the anchors snapped. These issues were identified during a labral repair procedure performed on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Additional event information added to b5.

Event description:
Additional information was received on 11/24/2025: all six anchors were removed from the patient (see attached photos). The case was completed using ar-3602-2 fibertak suture anchors. The delay was minimal, limited to the time required to insert the replacement anchors. No additional anesthesia was reported.